Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 175 mg/dl. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.